Event description:
Hamilton medical ag received the following incident description:"touch screen can no longer be adjusted correctly. Screen s/n: (B)(6) defective. New screen msp159108 installed. Function check ok!"

Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description:"touch screen can no longer be adjusted correctly. Screen s/n: (B)(6) defective. New screen msp159108 installed. Function check ok!".

Manufacturer narrative:
Investigation is ongoing. A detailed investigation was performed by an expert from the technical service: the malfunction of the touchscreen does not impede the ventilation. In the underlying case, the issue was identified when there was no patient involvement. However, being unable to manipulate the device due to a malfunction of the touchscreen could lead to a difficult use of the device and an impact on a patient during ventilation cannot be fully excluded. The case was assessed reportable. The issue with the touchscreen as reported by the user was confirmed by service technician of our partner through tests. It was found out that the interaction panel (part n° msp159108) was defective. In the logfiles the technical failure 9907 points to a faulty communication between the interaction panel processor (ipp) and the ventilation unit processor (vup). The root cause of the problem was a defective interaction panel. The technician replaced the interaction panel, performed all functional tests successfully. As explained in the section 3.1 a), the incident was assessed as reportable as the issue might lead (worst case scenario) to a potential harm to the patient when the issue would happen during ventilation (potential risk for a delayed decision).

Event description:
Hamilton medical ag received the following incident description: "touch screen can no longer be adjusted correctly. Screen s/n: (B)(6) defective. New screen msp159108 installed. Function check ok!".

Manufacturer narrative:
Investigation is ongoing. A detailed investigation was performed by an expert from the technical service: the malfunction of the touchscreen does not impede the ventilation. In the underlying case, the issue was identified when there was no patient involvement. However, being unable to manipulate the device due to a malfunction of the touchscreen could lead to a difficult use of the device and an impact on a patient during ventilation cannot be fully excluded. The case was assessed reportable. The issue with the touchscreen as reported by the user was confirmed by service technician of our partner through tests. It was found out that the interaction panel (part n° msp159108) was defective. In the logfiles the technical failure 9907 points to a faulty communication between the interaction panel processor (ipp) and the ventilation unit processor (vup). The root cause of the problem was a defective interaction panel. The technician replaced the interaction panel, performed all functional tests successfully. As explained in the section 3.1 a), the incident was assessed as reportable as the issue might lead (worst case scenario) to a potential harm to the patient when the issue would happen during ventilation (potential risk for a delayed decision). Hamilton medical ag complaint number: (B)(4). Follow-up 2 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11.